Manufacturer narrative:
Supplemental report 01 - (B)(4). - MDR 3003442380-2025-15310. The initial MDR with manufacturing report number (3003442380-2025-15310), was submitted on 27-oct-2025. Upon receiving additional information, it was discovered that manufacturing date has been changed on 23-janl-2025. Additional information - this MDR is being submitted to include the below: h4: manufacturing date. H6: investigation results under type of investigation. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011378, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011378 was manufactured according to the work instruction (wi) version 120 in the line 01, on 23/jan/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a05355 was manufactured according to the wi version 66 and manufactured in the machine sc01, on 23-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a04408 was manufactured according to the wi version 08 and manufactured in the machine itl01, on 23-jan-2025, with a total of (B)(4) units. Reiew of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 8.

Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient faced infusion set tubing issue event on (B)(6) 2025. It was reported that the infusion set tubing was twisted. The infusion set was in use for two days. The blood glucose level was high, and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.